Event description:
Meter nane: one touch basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symtpoms: shakiness, in a lot of pain. A patient reported they called 911 and were taken to hospital. Their meter allegedly had no power. The result on their meter was: unable to test. The result on the emergency medical meter and or hospital was unknown. No comparison reported. Treatment was unknown. No further information has been reported.